Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, patient od vision not doing well with distance. In the surgeon¿s opinion visual distortion caused the event. The lens was exchanged with unspecified iol after the initial implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).